Event description:
Procedure performed: standard lap chol procedures. Event description: clip loading did not work, after multiple attempts the clip was loaded, but not correct. Type of intervention: they took a new device. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the customer¿s experience of no clip loaded attributed to the improperly placed distal shield which was most likely caused during the manufacturing process and worsened with each attempted actuation of the device. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: standard lap chol procedures. Event description: clip loading did not work, after multiple attempts the clip was loaded, but not correct. Additional information received from company rep. Via e-mail on 02sep24: the issue initially observed when the first clip was loaded. The clip was not fully loaded to the end of the clip applier. Trigger was actuated as normal. Type of intervention: they took a new device. Patient status: patient is ok.